Event description:
It was reported a prismaflex st100 set leaked. During an unspecified process step prior to patient therapy, an external leak was observed emanating from the luer connector return line and the return line cap. It was further reported the tubing was "broken". There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph and video of the sample was provided for evaluation. During visual inspection of the provided samples, the external fluid leak was observed from the male luer lock. It was noted the leak was due to a broken male luer lock cone. The reported condition was verified. A nonconformance has been opened to address this issue. Within in the nonconformance an investigation was performed allowing to identify that this event is due to: the presence of liquid on the male luer lock (mll) cone or in the female luer lock (fll) before connection (e.g. Use of disinfectant or drop of priming solution, drop of dialysate solution) which lubricates the connection, an improper connection handling (using the body of mll fistula and/or fll components for tightening the connection instead of screwing the coupling nut), mll design or a combination of these factors can lead to an overtightening of the luer connection which can lead to blocked connection and/or cracks which can cause subsequent leakages. Design change control of the mll ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.